Manufacturer narrative:
Method of evaluation: review of information reported to lifecell. Review of the device history records for the device review of the lifecell complaint system for any similar complaints reported to lifecell against this lot. Review of pathology report of the explanted specimen. Results of evaluation: review of the device history record resulted in no remarkable findings; lot s11075 passed tensile testing, suture retention testing, and acceptance criteria for qc there was no deviations related to the nature of this complaint. As of (B)(4) 2012, there were (B)(4) devices distributed from lot s11075, including (B)(4) devices reported as implanted as per returned ttrrs with no other complaint reported to lifecell against this lot review of pathology report of explanted specimen revealed that due to the degenerated nature of the specimen, further evaluation was not possible conclusion: based on the provided information, and our internal investigation into the complaint related lot, the device met qc release criteria, including tensile testing. The product was returned in a deteriorated state and a root cause for this event could not be determined.

Event description:
It was reported to lifecell that original procedure was (B)(6) 2012, ventral hernia repair, lysis of adhesions, allergic reaction and fluid collection. Lifecell device was placed loosely to cover abdomen until second surgery on (B)(6) 2012. When surgeon took patient back to surgery on (B)(6) 2012, he discovered a hole in the strattice. Hole was repaired with another similar lifecell device.